Manufacturer narrative:
Component code: 4756. Aquabeam console, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam console experienced a system freeze with an unknown error message after the first treatment pass. As a result, a second aquablation pass could not be performed. The surgeon completed the procedure using a resection loop. There were no adverse health consequences for the patient as a result of this event.